Manufacturer narrative:
Original date mfg rec: 12sept2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The reported event was confirmed at the bench level. The controller failed visual inspection but passed functional testing. During the visual inspection, the controller power port 1 connector and power port 2 were found to be loose from the controller housing with the o ring gasket missing. The power port 1 connector locknut was loose, and the power port 2 connector locknut was tight inside. Additionally, visual inspection revealed that the controller serial port rubber cap was missing. The most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. A review of the device's manufacturing records indicated there were no non-conformances generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port. The controller was exchanged. No patient complications have been reported as a result of this event.